Event description:
The event is reported as: the staples were not "formed" correctly. No pt injury reported.

Manufacturer narrative:
Sample has been requested but not received yet. Investigation results not available at the time of this report. A follow-up report will be sent when available.